Event description:
It was reported the device had an electrical reset. It was indicated that when the device was interrogated a status error occured. The device was programmable and seemed to be okay, but the error still appeared after any further interrogation. A manual guided restore will be performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.